Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer¿s blood glucose level was 120 mg/dl. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.